Event description:
Surgeon observed bleeding through the hemashield graft following initiation of vad support. Surgeon had to keep pt in the or for 2-3 hours and give 'products' to address bleeding, which eventually stopped.

Manufacturer narrative:
Pt expired in 2008, due to sepsis/infection. Graft was not retrieved due to the infectious situation. Lot history record review. Results and conclusions will be summarized in follow-up/final report.